Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the shocking/snapping sensation was not determined. There were no actions taken as the impedances all came back normal. The sensation hasn't returned and only happened the one time. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient felt a sensation on the back of their head, similar to shocking, but reported more of a snapping of peas sound (audible and sensation). There were no abnormal impedances. The patient said it only happened once and would speak with the doctor if it happened again. The patient was just watching tv and felt the sensation. It was stated that it felt like warm water being poured on their head. X-ray ruled out a stroke. It appeared to be next to the burr hole sight or the back of the head. Current ins voltage 2.89v. Left gpi 1-c+, 120pw, 180hz 2.4v 923 ohms. Right gpi 10-c+ 120pw, 180hz, 2.1v 882 ohms. No historical impedances to compare. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient felt a sensation on the back of their head, similar to shocking, but reported more of a snapping of peas sound (audible and sensation). There were no abnormal impedances. The patient said it only happened once and would speak with the doctor if it happened again. The patient was just watching tv and felt the sensation. It was stated that it felt like warm water being poured on their head. X-ray ruled out a stroke. It appeared to be next to the burhole sight or the back of the head. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that information was incorrectly given. The patient had an x-ray the morning of (B)(6), 2018 to rule out a stroke. The night of (B)(6), 2018 the patient experienced the shocking sensations. There were no further complications reported.